Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that while a patient using the suresmile retainer chipped their tooth when removing the retainers. The retainers were too tight upon insertion. The doctor placed a temporary crown and is going to rescan then order a new set when the permanent crown is placed.

Manufacturer narrative:
Investigation results. Return: we received the return of 2 retainers, patient ID: b9t7. We inspected the returned retainers (uret sn: (B)(6)) and found no deformations or distortions in the device trays that could cause the issue described in the reported event. The retainers meet the quality criteria specified in 0281-wi-aln-005-3 final quality control and aligner washing, visual defect detection. DHR: we reviewed the DHR for this (B)(6) / patient ID# (B)(6) qty. (B)(4) items assy-500015 (retainers) were packaged by the first shift by bag-and-box operation on (B)(6) 2025, in manufacturing cell 7, equipment bag-16. The sales order was inspected and met the acceptance criteria provided by qa. Other: dl protocol was followed. Digital models and scan data looks good. We can not add additional blockouts to a standalone retainer order. If they would additional ones added then they will need to order a full-service case. The blockouts are generated in manufacturing for the standalone retainers